Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A few hours post implant, the patient developed a generalized headache with blurry vision that was choppy and multi-colored. A follow-up MRI was performed, the patient was seen by neurology and a tia was possible. The patient's symptoms subsequently resolved. The patient was discharged that same day and is currently stable.